Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the surgeon stated the patient complained of pain. Cultures during the time of surgery were negative. The surgeon removed the components and replaced with a triathlon ts."